Manufacturer narrative:
Additional information was added to h3, h4, and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned sample was reviewed, and it was noted that the photograph showed fluid within the bladder of the device which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the antibiotic did not fully infuse from a folfusor lv (large volume). The device was filled with flucloxacillin 8000mg and connected via a peripherally inserted central catheter (PICC line). The issue was identified at the patient¿s home ¿at 22 hrs (hours) at disconnection of the infusion¿. As a result, the patient connected a new antibiotic with no issues since. There was no report of patient injury or medical intervention associated with this event. No additional information is available.